Manufacturer narrative:
The insulin pump pased all functional testing including the displacement, unexpected restart error alarm, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. All operating currents are within specification. No excessive no delivery alarm was noted. There was no cosmetic damage on the insulin pump.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery and shut itself off. The no delivery alarm occurred 4 times last night. The patient woke up with a blood glucose exceeding 400 mg/dl. Troubleshooting was initiated; however, the no delivery issue was already resolved with a complete set change and the customer resumed insulin pump therapy. The insulin pump was returned for analysis and a replacement device was shipped to the customer.